Manufacturer narrative:
This device was for treatment not diagnosis. PMA/510 k: could not be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Journal article received: intramedullary infections treated with antibiotic cement rods: preliminary results in nine cases; dror paley and john e. Herzenberg; journal of orthopaedic trauma. 2002 dec; 16 (10): 723-729. Nine patients who had intramedullary infections after undergoing intramedullary nailing (im) procedures. This report represents an (B)(6) patient who was diagnosed with (B)(6) status post fixator-assisted im nailing. Subsequently, the im nail and screws were removed and the patient was revised to another rodding. Patient outcome was union and no infection. A copy of the article will be included in this report. This report is for unknown screws. It is unknown if it was a synthes device. This is 2 of 2 reports for the same complaint (B)(4).